Event description:
(B)(6) 2012: injecting by itself into patient. Lv protocol flow rate 12mls/second, volume 35mls, pressure 900psi, rate rise 0.5 seconds. Resultant injection - patient received 18mls of contrast, at 674psi, when the staff were not ready for this to happen, and as a consequence had to inject more contrast at the correct time in the procedure they were carrying out (left ventricle). It was stated that the patient was not harmed.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.